Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received information from the patient alleging that the patient has eye irritation, nose irritation, dizziness and/or headache, hypersensitivity, asthma (new or worsening), liver disease/toxicity. No medical intervention was specified. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported wrong coding in (device) problem code grid which is updated in this report.